Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced. Patient condition was stable following the event. Based on the review of the x-ray views provided to st. Jude medical, the conductors do not appear to be externalized.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.0cm was returned for analysis. Internal insulation abrasions were noted at 9.5-10.3cm and 10.2-10.3cm from the distal tip. The etfe coating was intact at these locations.